Manufacturer narrative:
(B)(4).

Event description:
It was reported that abrupt battery depletion was observed. Patient is not pacer dependent. There are no plans to replace the device at this time. The vibratory alert notification was activated.